Event description:
A malfunction alarm was reported, identified as "malf 0," which required resetting the pump. Customer's blood glucose level was recorded at 18 mmol/l, which is within normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the malfunction reoccurs.